Event description:
It was reported. "The arthroplasty was revised due to femoral and acetabulum loosening. The acetabular and femoral component were revised. The components were implanted in situ for 2-24y. Medical records and x-rays were not provided to stryker for review.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.